Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that pressing buttons of insulin pump was harder so the can work. Customer stated that some condensation behind the screen so they not allowing to see number correctly. Customer stated that insulin pump had no delivery error and there was crack around the casing of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.